Manufacturer narrative:
Foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). The patient reported that the ins would turn off on its own. A device data file and telemetry printout were provided. The data file only contained information for 40 minutes. The telemetry printout showed normal impedance ranging from 816 to 1166 ohms. Recharge statistics were normal and showed that the patient recharged until the ins was almost full every day between (B)(6). Additional information was received from the manufacturer representative. It was reported that the issue first began some time ago, the exact date was not specified. The patient experienced a loss of therapy. No actions or interventions were taken to resolve the issue. No cause was detected. It was noted that the information was confirmed with the physician/account.